Manufacturer narrative:
The event was discussed with the surgeon and sales rep present during the case. The case involved was an injection into the superior subchondral bone of the talus which entails a longer drilling depth into hard bone. The surgeon and rep perform a number of procedures per week; they stated that there was no specific detail they could recall regarding the event except that the person drilling the cannula was a third year resident. It was noted that the resident had performed numerous procedures before this event. No xray images or other information was available. The surgeon had reported the event because he wanted to confirm there were no non-conformances with the cannula involved. The DHR of the cannula lot was reviewed and the cannula supplier quality personnel was contacted. There were no non-conformances found for the cannula lot that was reported for the event. A cannula from the same lot was reviewed in the lab. The cannula functioned normally - no defects or abnormalities were found. The cannula was drilled into bone material without breakage or difficulty. It has been noted that under extreme bending or force, breakage can occur at the cannula tip. This would occur under extreme mishandling/misuse during drilling of the cannula. Given the lack of information available the exact cause of the even is indeterminate. Given the experience level reported of the resident drilling the cannula and the nature of the cannula, it is likely that the breakage was due to mis-use.

Event description:
End delivery cannula from scp kit broke during surgery.

Manufacturer narrative:
The investigation has not been completed. A supplemental MDR will be submitted once the complaint investigation is complete.

Event description:
End delivery cannula from scp kit broke during surgery.